Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"essure tips" and consists of two coin-shaped medical devices and five pieces of cylindrical graywhite wire-like medical devices') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 111a73754q) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), abdominal distension ("bloating"), nausea ("nausea"), depression ("depression"), fatigue ("fatigue") and migraine ("migraine headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, mood swings, anxiety, abdominal distension, nausea, depression, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device breakage, fatigue, migraine, mood swings, nausea and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: adequate position of the micro inserts.. Most recent follow-up information incorporated above includes: on 26-jan-2021: medical record received lot number was added. Event " "essure tips" and consists of two coin-shaped medical devices and five pieces of cylindrical graywhite wire-like medical devices" was added. Reporter information and medical history were added. On 26-jan-2021: medical record received reporter information and lab data was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"essure tips" and consists of two coin-shaped medical devices and five pieces of cylindrical graywhite wire-like medical devices') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 111a73754q-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), abdominal distension ("bloating"), nausea ("nausea"), depression ("depression"), fatigue ("fatigue") and migraine ("migraine headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, mood swings, anxiety, abdominal distension, nausea, depression, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device breakage, fatigue, migraine, mood swings, nausea and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: adequate position of the micro inserts. Lot number reported 111a73754q is invalid. Most recent follow-up information incorporated above includes: on 4-feb-2021: update of information (batch is not valid). We received a invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('"essure tips" and consists of two coin-shaped medical devices and five pieces of cylindrical graywhite wire-like medical devices') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 111a73754q-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), abdominal distension ("bloating"), nausea ("nausea"), depression ("depression"), fatigue ("fatigue") and migraine ("migraine headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, mood swings, anxiety, abdominal distension, nausea, depression, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, device breakage, fatigue, migraine, mood swings, nausea and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: adequate position of the micro inserts. Lot number reported 111a73754q is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), abdominal distension ("bloating"), nausea ("nausea"), depression ("depression"), fatigue ("fatigue"), migraine ("migraine headaches") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, mood swings, anxiety, abdominal distension, nausea, depression, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, fatigue, migraine, mood swings, nausea and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.